Manufacturer narrative:
(B)(4). As reported by the user facility, it has been confirmed that the batch number is unknown and no samples are available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported by the user facility: "at the end of infusion of chemotherapy, with completion of rinse, a nurse noted that tubing used for panitumumab was cut when removed from the pump." No injury was reported.